Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that error codes 121.2070 and 133.6090 detected in logs. Replaced faulty switching power supply as per procedure. Replaced corroded left/right iuis. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the power supply switching pcu. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 23mar2017 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported alarm - error codes / messages. Speaker was replaced, problem still present. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes / messages. Speaker was replaced, problem still present. There was no patient involvement.